Event description:
It was reported that the patient's blood glucose (bg) levels rose to 18 mmol/l (324 mg/dl) while wearing the pod. When removed from the infusion site, it was noticed that the pink slide had not moved forward and the cannula appeared shorter as it did not insert into the skin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.